Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pulsatility index (pi) events that could have contributed to the reported "suck down" event; however, a specific cause for the pi events could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 18nov2024 ¿ 21nov2024, per the timestamps. The majority of the file consisted of pi events. No notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, outlines pump parameters, including pump speed and pulsatility index. The IFU explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute. This value matches the actual speed within ±100 rpm under nominal conditions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated around 8pm on (B)(6) 2024 they felt like they had some "suck down". There was no complaint of alarms from the patient, but they stated they felt the same symptoms they had felt when they experienced suck down in the past. The healthcare provider interrogated the device but did not see anything so log files were sent for review. Log file investigation showed persistent pi events. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction: section b5 had the details corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they felt they had "some stuck down" with no alarms. The patient stated they felt symptoms as they have had "suck down" in the past at an unknown date (cs-205728). Initial interrogation showed nothing. The log files from on (B)(6) 2024 to on (B)(6) 2024 showed low power advisory alarms due to battery depletion on (B)(6) 2024. The patient was noted to be waiting too long to change batteries. Otherwise, the log file captured routine events. The log files from 23oct2024 to 31oct2024 were confirmed to be the wrong log files for this event. The correct log files were sent and captured a few low power advisory alarms due to battery depletion on (B)(6) 2024. The patient was waiting too long to switch batteries. The low voltage alarm on (B)(6) 2024 progressed to a low power hazard to a power cable disconnect during the power change. The log file also captured persistent pulsatility index (pi) events. Otherwise, there were no notable events in the log files. The patient had no symptoms during the "suck down" event. No diagnostics were performed. No changes in treatment were made.